Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter fractured. An angiojet® ultra pe catheter was selected for a thrombectomy procedure. After 120 seconds of use inside the patient, the system was stopped for control purposes and the catheter was removed. It was observed that there were several fractures and deformations on the catheter. The procedure was completed with another of the same device successfully. There were no patient complications and the patient condition was noted as stable.